Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the device was fired, knife blade cut but staples only sealed one side. The device released 300mls of blood lost into suction. Hand suture of vessel with prolene.